Manufacturer narrative:
(B)(4) the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj) vancomycin 500 mg (route, frequency and duration not reported) and inj fortum 1 gm (route, frequency and duration not reported) for peritonitis. It was reported the patient remained under treatment. The patient was recovered from this peritonitis event and was reported to be doing well. Action taken with dianeal therapy was unknown. No additional information is available.